Manufacturer narrative:
Insulin pump received with blank display due to corosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Unable to verify battery power loss alarm, low battery alarm, off no power alarm due to blank display. Pump had cracked case at reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, corroded motor home switch.

Event description:
The customer reported via phone call the insulin pump had physical damage. The customer's blood glucose level was 280 mg/dl at the time of the incident. Customer states they had cracks in their pump. Customer also reported that the device had an unexpected battery power loss. The insulin pump will be returned for analysis. No further details are given.